Event description:
Vague report received: "neonatal ICU pt had lipids 20% infusing at 0.2cc/hr. At 1900 evening nurse assumed care of infant and verified lipids at 0.2cc/hr with off going nurse. At 0100 pump alarmed infusion complete. 10cc volume limit, syringe marked and confirmed infant received 10cc in 1 hour. Nurse retested pump, still malfunctioned, (not sequestered)." No other info has been provided.